Manufacturer narrative:
Operator did not follow proper safety procedures outlines in the operator's manual when unit had a door obstruction. Operator is required to call a qualified service technician to safely remove obstruction. Unit had no issues prior to incident and is working properly now after the incident. The door obstruction safety device was tested and is working properly. A risk analysis was performed and the risk score is 36 which is a moderate level of risk (a score between 16-80 is considered a moderate level of risk) and is considered acceptable.

Event description:
During an instrument cycle, customer stopped cycle to retrieve an instrument. The unit alarmed "door obstruction" because of a set had become lodged against the door. Customer tried to move the door to free it from the obstruction when the door moved upward suddenly and injured her hand between the outside of the door and the top front panel on the operator end. The extent of injury is a partial amputation on middle finger of left hand and a cut on ring finger of left hand. A surgery was needed to reattach the finger.